Event description:
It was reported that a high drain alarm occurred on the homechoice machine during startup for peritoneal dialysis therapy. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) assisted the patient in clearing the alarm and the machine was ready for the patient to start their next therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the homechoice was not returned, a device analysis was unable to be completed. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The reported high drain alarm was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.